Event description:
Unomedical reference number (B)(4). Event occurred in romania. It was reported that patient faced an infusion set tubing detachment near quick release on 19-june-2024. Infusion set was in use for half day. No further information available.

Manufacturer narrative:
Patient country:(B)(6). Patient city: (B)(6).